Event description:
Information received from the field notes that the patient was admitted to hospital for cardiac dysrhythmias and was defibril lated several times. The pulse generator then exhibited no output. Patient later expired due to ccomplications not related to the pacemaker.